Event description:
Further follow-up revealed that the neck incision dehisced and the lead wires were extruding through the neck. The patient underwent explant of the bipolar lead (leaving electrodes ). Neurosurgeon indicated that the patient is doing well since the surgery and that the patient's incisions have healed.

Event description:
Further follow-up revealed that the pt continued to have infections and an open wound. The pt was needing knee replacements and it was decided to explant the vns generator in order to resolve the infection so that the pt could proceed with the knee replacement surgery. During the explant surgery, it was noted that the lead tie-down appeared to be protruding under the skin located in the neck near the electrodes. The surgeon also noted a small "nick" in the lead, approx 2mm in size. Diagnostic testing was done and results were within normal limits. The lead was left implanted and only the generator was explanted. It was also reported that the pt had achieved a seizure reduction by 50%, and most seizures were very brief and mild while the vns system was implanted.

Event description:
Reporter indicated that vns pt developed an infection at the generator pocket area. The infection was treated with oral antibiotics and I&d.